Event description:
Additional information was received from a healthcare professional regarding a patient who was implanted with neurostimulator. The caller reported that the medical representative had some questions regarding his procedure after (B)(6) 2014. The caller was calling to provide information. No further information available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient ended up in the hospital with blood clots from the surgery two weeks after implant. It was noted that the patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.